Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 27. Details of surgery: implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On 2023-09-19, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: pain, swelling and abscess. No further patient complications were reported.